Event description:
N/a

Manufacturer narrative:
Updated fields- b4, d8, g3, g6, h2, h3, h6 codes(investigation types, findings, conclusion, problem), h11 getinge field service engineer (fse) stated as per biomed pump has been returned to service. Biomed preformed a pm and could not duplicate the event. No abnormal findings in the error log and unit operated as designed.

Manufacturer narrative:
Due to character limit e1. Full event site postal code (B)(6). A supplemental report will be submitted upon completeion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump(iabp), was iniating "low augmentation" alarm. There was no patient harm or injury reported.